Event description:
It was reported that the PICC inserted (B)(6) 2024 nil issues working well. (B)(6) 2024 attended cancer centre for chemo. Direct leakage on flushing with saline. Ongoing chemo required not safe with direct leakage. Hx axillary clearance for new PICC. PICC rewired as nil other suitable sites for new insertion. (To do rewire requires cutting line) removed and all parts placed in specimen bag. Hole identified on removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the PICC inserted (B)(6) 2024 nil issues working well. (B)(6) 2024 attended cancer centre for chemo. Direct leakage on flushing with saline. Ongoing chemo required not safe with direct leakage. Hx axillary clearance for new PICC. PICC rewired as nil other suitable sites for new insertion. (To do rewire requires cutting line) removed and all parts placed in specimen bag. Hole identified on removal. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 7cm and 8cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.